Manufacturer narrative:
This incident was originally (B)(6) 2010 on voluntary form 3500. The purpose of this report is to submit the incident on the correct mandatory form 3500a.

Event description:
A ceiling mounted examination light detached and fell striking pt and a surgical assistant. Minor injuries resulted. The pt sustained a slight abrasion to the abdomen and an impact to the wrist. Ice was applied to the wrist and no treatment was given to the abrasion. The pt was observed for approx 2 hours and then returned to work. He did not complain about his injuries. The surgical assistant was impacted on the shoulder by the falling light. He was x-rayed and no broken bones were detected. He was treated with pain medication and an anti-inflammatory. The lights were 6 years only and no longer under warranty. Philips burton (manufacturer) dispatched an independent contractor to inspect the fallen light. The contractor reported that the light was improperly installed, set screws for the ceiling mount were in the wrong spots. This led directly to the light becoming detached. The owner contracted with the contractor to repair the fallen light as well as other similar lights installed at his facility. Philips burton provided the parts.